Manufacturer narrative:
Electrode belt sn (B)(4) was returned to the distributor for evaluation. Upon investigation, the electrode belt had an intermittent open pulse wire in the trunk cable. The cause of the reported messages was the intermittent open wire. The root cause for the open wire was excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor reported that electrode belt sn (B)(4) was causing excessive "adjust belt" and "check te pad" messages.